Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/24/2011 a review of the device history record has been completed. No deviations or non-conformances noted. The events of inflammation and irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "unusual pain, tingling, swelling, numbness, or burn of the breast" and deflation.

Event description:
This record is for the left side. Patient reported that she "experienced unusual pain, tingling, swelling, numbness, or burn of the breast" that was "first experienced more than 2 months after mammogram." Healthcare professional reported a deflation. Device has been explanted.